Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: time: bg (mmol/l): (mg/dl): cho (g): bolus (u): 5:07 pm - the pod was activated. 6:33 pm; 20.1; 362; 20; 5.2. 8:58 am; 5.8; 104. 9:21 am; 5.2; 94. 1:31 am; 6.5; 117. 6:23 am; 11.4; 205; 1.1. 8:00 am; 25; 2.5. She was taken to the hospital where she was treated with 2 bags of fluid intravenously. The pod was removed and discarded at the hospital.